Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting high blood glucose. The customer¿s blood glucose level during the incident was 489 mg/dl. The customer¿s current blood glucose level was 578 mg/dl. The customer stated they had symptoms of being weak and not seeing clearly. They had treated with the insulin pump. Troubleshooting was performed and insulin exited without incident. It was found that the infusion set¿s cannula was bent. The customer stated the serter¿s button would sometimes stick. The infusion set and serter will both be replaced and returned for analysis. The insulin pump will not be returned for analysis.